Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l40360), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: an mre review was performed and results obtained as below: product code: 228151. Lot number: 7l40360. Anomalies or discrepancies (non-conformance): none. Device history batch: null. Device history review: null.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy with meniscal repair procedure on (B)(6) 2021, it was observed that the second implant on the truespan 12 degree peek device did not go through when the trigger was pulled. It was then removed and another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.